Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that while servicing the device, it was observed that it has failed to transition to standby mode. It was reported there was no patient involvement at the time the issue was discovered. This investigation is ongoing.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and performed a functional test for verification, and no abnormality was confirmed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.